Event description:
It was reported the patient¿s dyskinesia got worse during lightning storms and when the storm was over he would calm down. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# v605573, implanted: (B)(6) 2011-09-07, product type: lead. Product ID: 3550-09, lot# n140703, implanted: (B)(6) 2011, product type: accessory. Product ID: 37085-40,# serial#(B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).